Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced peritonitis, sepsis, and subsequently passed away due to multisystem organ failure secondary to sepsis. During a hospitalization for another indication, the patient experienced peritonitis. The cause of the peritonitis was reported to be due to ¿an intrahospital infection¿ (not further specified). On an unreported date, the patient experienced sepsis and then multisystem organ failure. Treatment was unknown. Subsequently, the patient passed away due to the event. An autopsy was not performed. No additional information is available.